Manufacturer narrative:
(B)(6). The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Healthcare professional reported rupture and ¿silicone that has migrated behind the eye which has caused damage and needs surgery¿. The device remains implanted. The affected side is unknown.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted. The affected side is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture and ¿silicone that has migrated behind the eye which has caused damage and needs surgery¿. Healthcare professional additionally reported "impaired vision" and "inflammation in [their] whole body", which are not device-related. The device will be explanted. The affected side is for the right side.